Event description:
A letter was received stating that the tip of the probe broke intraoperatively. More info is currently not available.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.